Event description:
It was reported to philips that during a procedure, system was given message floro failed intermediately. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips field service engineer (fse) examined the system onsite and confirmed that the machine hangs up suddenly during a case. Upon troubleshooting, fse noticed the invalid isb response and board unit failure. Fault with cables. Fse cleaned and reset isb, reset and swapped scsi cables, as precautionary measure ordered the scsi cable. The resolve the issue fse replaced scsi cable and performed the functional tests. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.